Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a procedure this implantable cardioverter defibrillator (ICD) exhibited a drop in shock impedance measurements. Additionally, inappropriate shocks and inappropriate anti-tachycardia pacing (atp) were delivered. Technical services (ts) was consulted and confirmed this occurred during a procedure. Ts noted the shocks appeared to have treated for a rapid ventricular response and that impedance measurements will trend up as the patient recovers. No additional adverse patient effects were reported. This ICD remains in service.